Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired. The cause of death was not provided. The patient¿s outcome was not considered to be device or therapy related, and the device reportedly operated as expected. An autopsy was not performed, and the device was not explanted for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of death would not be provided, and it was stated the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause was not provided, but the outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted.